Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j11028r67, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving compound baclofen 3500mcg/ml at 681.3mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that the catheter had been occluded. The hcp had made "400 calls" about the occluded catheter, to try to get someone to help the patient and finally got a physician to do a dye study where it was discovered that the physician was unable to push anything through the catheter. The patient has had 3 "tubing malfunctions" and the physician believed that the patient may be sensitive to the silicone and it may be fibrosing at the tip causing an occlusion. The patient had a bulge on their back, which caused the patient pain. The bulge was first noticed in (B)(6) of 2016. The physician thought it may be related to the apparent occlusion. It was noted that the patient had it before but did not provide a date when that occurred but suggested it was likely around the time when the catheter was last replaced. The physician also suggested at least one revision was done by another physician. The physician had not yet done the refill on the day of report, but thought that the drug may have been leaking backward from the catheter, which may be causing the bulge. The patient had not had a spinal headache but did have pain due to the bulge. The patient had no withdrawal symptoms. (This source document contained omitted information, unrelated to this event, which is captured in pe (B)(4)).

Event description:
Additional information was received from a healthcare provider. It was unknown what troubleshooting was performed. The surgeon was able to replace the catheter with a new one. The cause of the occlusion was unknown, but in the past it was kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.